Event description:
The handle broke off the disposable trial tibial insert component as the trial was being removed form the joint. The surgery was completed successfully.

Manufacturer narrative:
The handle broke off the disposable trial tibial insert component as the trial was being removed from the joint. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.